Event description:
Customer reported the cartridges have leaked insulin into the infusion device. No adverse event was reported. The alleged product was replaced and requested for evaluation. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.